Event description:
Related manufacturer reference number: 2017865-2023-36490. Additional information received indicated that the patient was presented in the clinic. Upon interrogation, the right ventricular (rv) lead and atrial lead exhibited noise. No intervention was made. The patient was stable.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the patient presented remotely via (B)(4). Upon review, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No interventions were made. There were no patient consequences.